Manufacturer narrative:
Approximate age of device ¿ 5 years 4 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient's log files showed a clot in the aorta. The patient was also suffering from an active driveline infection, but is currently being worked up for infection. There were no other unusual events seen within the log file. Additional information was requested but not provided.

Event description:
It was reported that the patient has an active driveline infection. The patient is being worked up for transplant. Additionally, it was reported that the patient is showing clot in his aorta. The patient¿s log file was submitted and showed some variations in the pump parameters with the overall trending unremarkable. There were no other unusual events seen within the log file. No further information was provided.

Manufacturer narrative:
Event: correction. Manufacturer narrative: a specific cause for the report of driveline infection and clot in the aorta could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, could not be conclusively established. The submitted system controller log files contain data from 15may2019 07:52:10 am through 10jun2019 07:30:35 am. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the submitted data. No unusual events were noted in the log files. The heartmate ii lvas IFU lists driveline infection and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate ii left ventricular assist system.